Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer declined to proceed with loading either the original or a new cartridge, ultimately deciding to manage their insulin therapy through manual daily injections.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.